Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she recently went to the emergency room due to a blood glucose level around 40 mg/dl. The customer stated that the low was due to bolusing and not eating, but that she had been experiencing low blood glucose levels due to having the flu. Blood glucose level at the time of the call was around 200 mg/dl. The insulin pump was not replaced or returned for analysis.